Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Pt went into vf, taken to hospital. External shock was given multiple times, with a pad placed right over the device. Pt has also been undergoing cancer therapy of unknown form. Last device check was done in january; everything was nominal with pt and device. Upon shock, device no longer captured in the rv, and under-sensing was found. Pt is unable to breath on own, still in hospital at this time. Device remains implanted. Lead was switched from bipolar to unipolar and capture and sensing returned. On (B)(6) 2013 - we were informed this pt expired on (B)(6) 2013.